Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The device was found to deliver within specification during flow rate testing, the over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy (medication, dose, programmed amount and delivery rate unknown). The device was programmed to deliver 500ml of vancomyacin at a rate of 167ml/hour for 3 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.